Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a noisy screen. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects in the auxiliary water tube. Plastic distal end cover was scorched. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be established for additional issues, no problem detected for customer allegation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.